Event description:
It was reported that their st holsters green cable is broken near the black casing. There was no pt consequence reported, case was completed with their back-up holster.

Manufacturer narrative:
Info not rec'd. Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.